Event description:
A malfunction alarm was reported, identified by malfunction code malf 9. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to assist the customer with resetting the pump, ensuring the issue was resolved and the pump could be used again. The customer was advised to contact support if the malfunction code recurs.